Event description:
It was reported that brief sensor issue occurred frequently between 06/18/2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The patient reported experiencing repeated brief sensor error messages beginning on (B)(6) 2026. She was unable to recall any cgm glucose values prior to the event. On (B)(6) 2026 at approximately 8:00 pm, while riding in a car with her son, the patient experienced lightheadedness, confusion, and blurred vision before losing consciousness. The patient was unable to recall how long she remained unconscious. At the time of the event, the cgm was displaying a brief sensor error message and was not providing glucose readings. The patient's son obtained a fingerstick blood glucose (fsbg) measurement, which was reported as 47 mg/dl. He then administered glucagon (gvoke injection). Following treatment, the patient regained consciousness but remained disoriented. A subsequent fsbg measurement was approximately 156 mg/dl. Despite the improvement in blood glucose, the cgm continued to display a brief sensor error message. The patient subsequently removed the sensor. At approximately 11:00 pm, after returning home, the patient reported feeling better and inserted a replacement sensor. No healthcare professional evaluation was sought, and no additional treatments or medical interventions were reported. At the time of reporting, no further information was available. Data was provided for investigation. The allegation was confirmed due to no readings/ sensor error/ brief sensor issue frequently within the investigation window. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.